Event description:
Following transapical deployment of a sapien valve, the patient remained hemodynamically unstable and required the initiation of cardiopulmonary bypass. Case summary: upon insertion of the guidewire, the patient developed ventricular tachycardia (vt), which required defibrillation and the administration of epinephrine. After sinus rhythm was restored, the valve was deployed 60:40 (aortic/ventricular) with only mild paravalvular leak. The patient¿s systolic blood pressure remained in the 50-60¿s so additional epinephrine was administered and chest compressions were initiated to help circulate the medication. The patient was placed on bypass for approximately 15 minutes and was then able to leave the room intubated and in stable condition. The hemodynamic instability was attributed to the episode of vt. There was no allegation of valve dysfunction.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, a combination of patient and procedural factors [decreased ventricular function leading to a slow recovery of adequate ventricular flow post valve deployment, intra-procedural medications, and anesthesia] may have caused or contributed to hemodynamic instability. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.